Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert while using an inset infusion set (23" tubing, 6 mm cannula), did not perform troubleshooting, and replaced all supplies, after which the alert did not recur though blood glucose was temporarily elevated before returning to range. Symptoms included hyperglycemia. Outcomes included no lasting effects and no medical intervention beyond supply replacement. Investigation included user interview and troubleshooting education. Investigation of this case revealed that an insulin delivery occlusion was suspected and resolved after a full supply change, with no kinks, air bubbles, or leaks observed in the removed components. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient occlusion related to infusion set or disposable component performance, resolved by replacement.